Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:53:09. During night drain cycle five, the patient's ultrafiltration reading was 2776ml, indicating the home patient (hp) drained 2776ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes visual inpsection, functional and electrical testing on the device. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.